Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" was confirmed during the functional testing and the archive data review. The root cause of the system error was determined to be the drivetrain motor brake gap being wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in 2018 and is five years old. Upon visual inspection, no physical damage was observed. The archive data indicated system error - 139 (unable to hold compression position), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll. Technical investigation determined that the root cause of the system error was due to the drivetrain motor brake gap being wide, out of specification. The brake gap was adjusted within the specification to remedy the fault. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only.**

Event description:
During the post-incident check, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR." Per the customer, the autopulse platform functioned as intended during the patient call. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.